Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) further investigation. The device history record was unable to be reviewed for this device since it has been more than 15 years since the manufacturing date. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject device was not returned to olympus for evaluation. Based on the results of the investigation, the root cause of the reported event could not be determined. This supplemental report includes a correction to d4 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental is being submitted to include additional information received from the customer. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During an urgent therapeutic upper gastrointestinal endoscopy with ligation of esophageal varices, the xenon light source lot its function and it was impossible to use the control buttons. The reported event caused a 30-minute delay in the procedure and the exam was interrupted during active hemorrhage. The patient was not under general anesthesia at the time. The intended procedure was completed with the same device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an urgent examination, the video processor lost its function; it was impossible to use the control buttons. There were no reports of patient harm or impact associated with this event.